Manufacturer narrative:
Service repair/ system analysis was performed on (B)(4) 2015. The replaced resonator s/n (B)(4) was returned to the manufacturer on august 26, 2015.

Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(4) 2015. System analysis/service repair: the reported error codes 171 was confirmed and determined to be the result of a defective resonator. The resonator was replaced and a preventative maintenance (pm) performed. The system was tested and verified to meet specification.

Manufacturer narrative:
Service repair/ system analysis was performed on august 24, 2015 and resonator s/n (B)(4) was returned to the manufacturer on august 26, 2015. Product evaluation: the resonator s/n (B)(4) was evaluated on october 15, 2015. The evaluation noted diode wavelength shift to 805.79 nm; diode voltage was noted low, sam side lbo and lam optics were burnt. Coupler lens was bright on camera; coupler cover was down revision and broken. Diode, lbos, coupler lens with holder, lam optics with plate and desiccant were replaced. The resonator was realigned and a new test report was completed.

Event description:
It has been reported that during a bph surgical procedure "error 171 appeared on console, and went into standby mode 2 times". The procedure was completed with an alternate procedure (turp). Patient outcome: "no injury" to the patient reported.